Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, heavy calcification was present in the native annulus. The valve was placed at 4 millimeter (mm) on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Following the placement of the valve, mild to moderate paravalvular leak (pvl) was observed. The pvl was caused by the heavily calcified anatomy. No treatment was provided for the pvl as significant calcification was present and the team was unwilling to aggressively intervein. Thirty-four days following implant, the patient was hospitalized due to heart failure. The nature of the heart failure was severe aortic paravalvular leak (pvl) and severe mitral regurgitation (mr). The physician reported that mr was present prior to the placement of the valve and the valve did not cause or contribute to the mr. Forty-three days following the implant of the aortic transcatheter bioprosthetic valve, it was explanted and a surgical aortic valve and surgical mitral valve were implanted. One day later, the patient expired of congestive heart failure (chf). It was noted that the transcatheter valve and the surgical valves did not cause or contribute to the death. No autopsy was performed.